Manufacturer narrative:
The device history record could not be reviewed without a lot number. The device remains implanted. The instructions for use which accompanies each device states in precautions section: "implant is for single-pt use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed implant should not be used. It also states: "do not use tissue if either inner or outer pouch is punctured, torn, or not intact." (B)(4).

Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant pain and suffering and permanent damage, such as erosion of the bladder, and has had to undergo a cystectomy with continent urinary reservoir and omental flap on (B)(6) 2009.